Manufacturer narrative:
There are no previous complaints of this code-batch. We manufactured 3,852 units of this code-batch. There are 684 units in stock in b. Braun surgical's warehouse. We have received 36 closed samples for analysis from our stock. 10 needles of the samples received have been tested for bending strength and the results fulfill product specifications: 12.39 nxcm in minimum. Minimum bending strength specification: > 10.8 nxcm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Bending strength results on samples tested during production were 12.77 nxcm in minimum and fulfilled the specifications of the product. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the samples received from stock fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
K011375: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that the needle is bent quickly when using. Patient information is not available due to privacy protection. Additional data has been requested.